Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of th event cannot be determined.

Event description:
The customer reported they received several complaints and numerous documented lab deviation events from users of the product. The customer advised the documented lab deviation events are for: insufficient collection (vacuum)/underfilling.